Event description:
A healthcare provider for a clinical study reported via a manufacturing representative that the lead migrated and the neurostimulator was ¿empty.¿ no diagnostics/troubleshooting performed and the issue was not resolved at the time of the report. Event is ongoing, not serious, not related to the procedure, and related to the lead. It was noted no surgical intervention occurred or was planned. Medical history included idiopathic functional urinary retention since 2011.

Manufacturer narrative:
Product ID: 309328, lot# 0210487462, implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported a lead migration and a premature battery depletion.

Manufacturer narrative:
Concomitant medical products: product ID 309328, lot# 0210487462, implanted: (B)(6) 2016, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 309328, lot#: 0210487462, implanted: (B)(6) 2016, product type: lead . A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the cause of the lead migration was that the patient was too thin. No information in regards to whether the implantable neurostimulator (ins) battery was empty due to normal battery depletion or if there was an allegation of abnormal battery depletion was provided. The ins programming was not available. Impedances were checked which showed normal values. Actions or interventions taken or planned was ablation of the electrode and implant of new electrode planned on (B)(6) 2017. There was a report that the patient was not receiving effective therapy. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The system and other applicable components are: product ID (B)(4) lot# 0210487462 serial# implanted: (B)(6) 2016 explanted: product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare professional (hcp) via a manufacturer representative (rep) for a foreign clinical study reported a lead migration and a return of symptoms. The factors that may have led or contributed to the issue remain unknown. Interventions included a lead explant and replacement on (B)(6) 2017. The issue was resolved at the time of the report. It was reported that it was related to the lead, not related to the procedure. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.